Event description:
It was reported that during a procedure to deploy a vena cava filter, the legs would not deploy. It was reported that as the doctor tried to deploy the filter, the sheath came across the spline and the doctor could not pull the sheath back. The doctor was eventually able to pull the sheath back, but only the arms would deploy. The feet remained stuck in the spline. The filter was retrieved via the jugular vein using a removal system. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. A storage tube, y-body, pusher wire, and filter were received. The introducer sheath was not returned. Upon initial inspection, the pusherwire was clean and intact. The storage tube and the y-body had no defects and were intact. The filter appeared to have dried blood in the apex of the filter. All filter arms, legs, and hooks were present and intact. The pusher wire and the filter were measured and were within specifications. The result of the investigation was inconclusive as no result could be determined without the introducer sheath. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.